Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had stopped working at an estimated date. The patient could not charge or connect with their ipg as a result they do not have effective therapy. Surgical intervention may be required to resolve the problem.

Event description:
Additional information received identified the patient's scs system generator was replaced. The patient's stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.